Manufacturer narrative:
Concomitant products: product ID 377845, lot# v010649, implanted: (B)(6) 2006, product type lead; product ID 377845, lot# v007757, implanted: (B)(6) 2006, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported the patient saw ¿done¿ and ¿2006¿ on the programmer screen. It was noted the patient¿s stimulation stopped working the night prior to call. It was reported the patient was able to get stimulation back on by turning he stimulator on and off multiple times.